Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a bad battery alert, a battery out limit alarm, and a button error alarm. The customer also reported that the batteries were draining very fast. The customer's blood glucose level was 7.9 mmol/l. The customer was able to clear the button error alarm by changing the battery and was shipped a replacement battery cap. The product was not replaced or returned.